Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic left tubal ligation on (B)(6) 2013). At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. The reporter commented: the essure devices were placed bilaterally without resistance, difficulty or bleeding. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including severe pain (regarded as pelvic pain). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic left tubal ligation on (B)(6) 2013). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since a surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic left tubal ligation on (B)(6) 2013). At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. The reporter commented: the essure devices were placed bilaterally without resistance, difficulty or bleeding. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including severe pain (regarded as pelvic pain). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic left tubal ligation on (B)(6) 2013). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pelvic area pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2006 and (B)(6) 2013), drug allergy and ex-smoker. Concurrent conditions included body mass index normal and low back pain. Family history included hypertension (mother). Concomitant products included alprazolam (xanax), anesthetics, general (general anesthesia) and vicodin (lortab). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic left tubal ligation on (B)(6) 2013). At the time of the report, the pelvic pain had resolved and the depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. The reporter commented: the essure devices were placed bilaterally without resistance, difficulty or bleeding. She had use condoms for prevent pregnancy. She had not allege essure caused birth defects. She was not advised of any complications or problems that occurred at the time of essure placement procedure. She had no complications from essure removal procedure. We were never able to localize the essure device but fluoroscopy done in the room and indicated its presence sort of coiled up within the isthmic region. For that reason, no further dissection was performed as we effectively ligated the left fallopian tube and assured no perforation of the essure device into the abdominal peritoneal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Both tubes completely blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-feb-2018: plaintiff fact sheet and medical records received. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Lab data added. Event outcome was added as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.